Event description:
Customer called in to customer service to report that the plug in adapter piece has chipped and has a piece rattling on the inside now, indicating a breach which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Should additional info or the original product be received resulting in new, changed, or corrected info a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time, therefore no conclusion can be made as to the cause of the event. Attempts to retrieve the product and get additional info are ongoing. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential of double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. The cause of the breach in rev n transformer has not been determined at this time. It is currently being investigation under (B)(4). The cause of the breach in rev p transformer has not been determined at this time. It is currently being investigation under (B)(4).